Event description:
It was reported that the patient¿s blood glucose level increased to 315 mg/dl while wearing the pod between 37 and 48 hours. Upon removal from the leg infusion site, the pod¿s cannula was found to be blocked. The patient¿s mother also reported that an automated delivery restriction (adr) alarm occurred, after which the pod was removed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.